Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A clinical analysis indicated that insufficient clinically relevant information was provided to perform a thorough medical investigation. However, the reported eccentric wear and loosening were likely the contributing factors to the revision. The patient impact beyond the revision procedure itself cannot be determined. No further medical assessment is warranted at this time. A review of complaint history on the listed part revealed no additional complaints for the listed batch.

Event description:
It was reported that a revision surgery was performed due to acetabular cup loosening and eccentric wear.